Event description:
It was reported that post-sensed t-wave oversensing was observed via a remote merlin transmission. The patient received inappropriate antitachycardia pacing and inappropriate shock. Reprogramming changes were made. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.